Manufacturer narrative:
Section d1 brand name: corrected . Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the white power cable and fluid ingress within the power cable jacket could not be confirmed. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6)) was exchanged; multiple attempts were made to see if the controller would return for further analysis, but no response was received. The submitted log file contained information spanning approximately 2 days of patient use ((B)(6) 2023 to (B)(6) 2023 per the timestamp). Throughout the data, the controller appeared to perform as intended and the pump maintained a speed above the low-speed limit without issue. The root cause of the reported event could not be conclusively determined through this evaluation. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. This section also provides instruction on how to replace a running system controller with a backup controller. The user is warned to not attempt a controller exchange without having a trained competent caregiver to assist. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation, since damage to controller cables was reported. The patient had a green liquid draining from the white power lead, where there was a tiny pinhole noted. The controller was exchanged. The patient tolerated exchange well. There were no unusual events recorded in the event log file history. Despite the damage observed, the data indicates that the equipment was operating as intended.